Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line was discolored (black). There was no impact to the user's blood glucose level. Reportedly, the user continued to use the cartridge.